Event description:
It was reported that the healthcare professional felt the lead was too delicate. Impedance testing was done. There was a size issue with the implantable neurostimulator (ins), it was perceived as ¿too big¿ and poorly shaped. The lower lateral corner of the battery had caused inflammation in the chest so the device was moved to the abdomen preemptively. The revision also required new longer extensions to be used in order accommodate the new abdominal placement of the ins. The issue was not resolved but the cause was determined. The revision of the ins and replacement of the extensions had occurred on (B)(6) 2014. The patient had required hospitalization. The patient had parkinson¿s disease. Signs and symptoms associated with the event had included pain and redness at the device pocket. There was no infection present. Patient outcome was not reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0j3u3, implanted: (B)(6) 2014, product type: lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0j3u3, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported it was unknown how the patient was doing after the explant.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0j3u3, implanted: (B)(6) 2014, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot# va0j3u3, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0j3u3, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014 product type: extension. Product ID: 3387s-40, lot# va0j3u3, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received indicated that the manufacturing representative had not had any devices to be sent back and the manufacturing representative found out that the extensions and implantable neurostimulator (ins) were removed due to a suspected infection. There were no culture results.

Manufacturer narrative:
Concomitant products: product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was having the system removed on (B)(6) 2014. The patient was being treated with antibiotics and the patient¿s healthcare professional had tried to draw labs and had possibly exacerbated the situation.